Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unresponsive keypad issue. No specific details were provided and the reporter denied moisture in the pump. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Need for pump return could not be determined at the time of the call. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the customer complaint of tactile changes/unresponsive could not be duplicated. The keypad was found to be fully intact and all of the buttons responded normally to testing. There was no evidence of contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.